Manufacturer narrative:
Device evaluation the 1x fs-oa-8.5 of lot number c1854315 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Multiple attempts were made for additional information on this file but only limited information was received. Several attempts we made to identify ¿can the customer please elaborate on what was defective about the guiding catheter? Any additional information at all would be appreciated about the adverse event/failure. Was it advancement related? Stent loading related?¿. Answer received was ¿ cannot say exactly ,too long ago ¿. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all fs-oa-8.5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for fs-oa-8.5 of lot number c1854315 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1854315. The instructions for use, ifu0096 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest the user did not follow the IFU. According to the customer testimony the product was not inspected for kinks or damage before use. Root cause review a definitive root cause of user error was determined from the available information. As per additional information provided, the wire guide was not inspected for damage prior to use and the device at the centre of the complaint was not inspected for damage prior to use. It is possible that the product may have been damaged during transportation or storage facilities. As per instructions for use, ifu0096 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ summary: failure identified: torn catheter. Confirmed quantity of 1 device, used. Investigation findings conclude a definitive root cause of user error can be attributed to the user as they did not inspected the wire guide and the device at the centre of the complaint for damage prior to use , resulting in the user using a potentially damaged device. Complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Product torn "as per cc form": the guiding catheter was defective a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact 2. What was the target location for the stent? Bile duct 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Drawers , 22 degree, dark . 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* fs-oa-8.5 5. Was the wire guide lubricated prior to use? No 6. Was the wire guide inspected for damage prior to use?* no 7. Was the device at the centre of the complaint inspected for damage prior to use? No 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no 9. If yes please indicate the type of procedure performed. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? Yes 11. If not with the device in question, how was the procedure finished?* with fs-oa-8.5 12. Did the patient require any additional procedures as a result of this event? No 13. What intervention (if any) was required? None 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No 1) can the customer please elaborate on what was defective about the guiding catheter? Any additional information at all would be appreciated about the adverse event/failure. Was it advancement related? Stent loading related? Cannot say exactly ,too long ago . 2) could you please request the below additional information, only half was answered originally and on the cc form 1 device made patient contact so I will need all the information necessary. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Gif-190-vr olympus 4.2 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location? No 7. Was resistance encountered when advancing the introduction system in place to the target location?* no 8. How did the physician deal with this resistance? There was no resistance 9. How did the physician determine the length of the stent to be used for the procedure? With the glo tip gt-2-t 10. Where was the stricture located in the duct? Distal 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. 12. Was resistance encountered when advancing the stent through the obstructed area?* no 13. After placement, was stent position verified? No 14. If yes, please describe how. 15. Please estimate the amount of time the stent was in place prior to this occurrence. Na 16. Did any section of the device detach inside the endoscope or patient? No 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a 19. Was the broken device retrieved? No 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25. Did the patient require any additional procedures as a result of this event? No 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 29. If yes, please specify what was observed and where on the device it was observed.